Event description:
It was reported that the flow rate was too fast. It was reported that the devices infused in 24 hours instead of 48 hours.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and evaluation of the samples submitted for investigation. Information received for this complaint was incomplete. The actual infusion times or fill volume were not available from the customer. No adverse event was reported. Received two empty, used pumps for evaluation and investigation. Both pumps were received without pinch clamps. The pumps were refilled with normal saline solution to the nominal fill volume of 100ml for testing. No infusion was observed on pump no. 1 due to medication in the tubing and flow restrictor. Pump no. 2 infused. The tubing was removed on pump no. 1, and the pump infused without tubing. The flow restrictor was placed in warm water with an air source to clean, but the dry medication could not be removed. During the testing of pump no. 2 air bubbles were observed at the inlet to the flow restrictor. Suction was applied with a syringe to eliminate the air at the glass orifice and the flow rate was found to be slightly below flow rate specification. No determination can be made as to why both pumps appeared to infuse quickly by the customer. The best evidence indicates the occlusion was caused by medication in pump no. 1. No determination could be made as to why pump no. 2 was found to be slightly below flow rate specification. I-flow has prepared a technical bulletin (1303688, rev. C) entitled "priming elastomeric pumps" that addresses air in the tubing. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for fast flow for this lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.